Manufacturer narrative:
(B)(4). Upon follow up it was reported that treatment for the peritonitis was discontinued. The patient recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis manifested as abdomen pain and cloudy fluids coincident with peritoneal dialysis (pd) therapy. The patient began treatment with ceftazidim intraperitoneally (ip) (250mg 4 times a day) and cefazolin ip (250mg 4 times a day) for peritonitis. Two days after beginning treatment with antibiotics, the fluids became clear and the patient had no abdominal pain. The patient was still under treatment and recovering from the peritonitis at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born in 1987. If additional relevant information is received, a supplemental report will be submitted.